Event description:
The expiration date on the box of test strips did not match the one on the test strip vial. Customer used test strips and results = 114 & 121 mg/dl and stated being "ok" with the results. No treatment received. A request was made for return porduct and replacement product was sent.